Event description:
Nobel biocare USA has received a report of an osseofailure for one implant. The info provided as to nobel biocare part 32216/lot 402290 was inaccurate. Nobel biocare did not MFR the returned implant. It is required that the loss be reported to the FDA. Nobel biocare was unable to determine the MFR of this implant.